Event description:
It was reported that the endoflator stopped twice during surgery and gave a system error (later it turned out to be error 321: event_sensor_deviation ps: pressure measuring deviation too high). No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the repair technician was able to verify the customer's failure description by inspecting the device and reviewing the log files. The error code 321 is documented two times on (B)(6) 2025 in the logs. It is not clear why the sensor deviation occurred. Error code 321 is related to measurement of the current flow sensor and the pressure flow sensor. If a deviation of 0,01l/min occurs, the ui500 is set to safe state to prevent patient injuries. The ui500 run software c03.17 and showed 329 working hours by 36 start-ups. The reason for the deviation of the measurement is not clearly diagnosable. The most probable root cause for this disfunction is degeneration of the sensors. The event is filed under internal karl storz complaint ID: (B)(4).